Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, a fragment of the coating off the glidewire broke off which was observed via fluoroscopy in the patient¿s smaller veins. Physician attempted to retrieve the fragment, afterwards elected to leave it in place. Patient was stable throughout the procedure.